Event description:
Device 2 of 2. Reference MFR report# 1627487-2012-00273. It was reported the patient's (B)(6) developed an infection near the ipg pocket and in the neck area through the lead location. A culture was taken, and the results indicated a staph infection was present. As such, the pt's scs system was explanted. Both intravenous and oral antibiotics were administered as treatment. F/u on the pt found his pain condition has returned due to the removal of the ipg and leads.

Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.